Event description:
It was reported that the implant was removed due to becoming fractured at the site. Pain was a reported consequence of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Three (3) osseotite implant 3.75 x 15mm (B)(6) and two (2) unknown biomet extraction tool were returned for investigation. Visual evaluation identified a fractured collar on all 3 of the implants. 2 of the implants had an extraction tool attached. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing determined that the implant and the implant extraction tool could not disengage, which recreated the reported event does not disengage/release. However, the event of fractured implant could not be recreated due to the nature of the devices & event. Pre-existing condition noted was low bone density (type iii). The reported devices were at tooth location 11, 21, and 22 (unknown dental notation system) and was used for approximately 22 years. The customer did not provide x-rays or images. Appropriate documents were reviewed. The dhrs were requested, however electronic copies are not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Unknown biomet extraction tool: DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction occurred, and the reported events were confirmed.

Event description:
No further event information available at the time of this report.